Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was found to be in backup vvi mode during follow-up in clinic. Device download was performed successfully. Patient was stable.

Event description:
New information received notes that the patient contacted clinic on (B)(6) 2018 after experiencing weakness and fatigue. Patient was called in clinic on (B)(6) 2018 and device was reprogrammed. Patient reported feeling well with no complaints during subsequent follow-ups.